Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be flattened. The cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 430 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.